Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6) intermittently displays fault 41 (patient temperature sensor failure) message when switched on. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) intermittently displays fault 41 (patient temperature sensor failure) message was confirmed during archive data review but not confirmed during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure to help prevent reoccurrence, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The archive data review indicated fault 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint could not be reproduced. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(6).